Manufacturer narrative:
The user reported discrepancies between bg and sg readings, and the case was escalated for further review. An evaluation of the sensor data did not reveal any system malfunctions. Customer care instructed the user to perform a sensor re link to clear the calibration buffer and address a potential calibration misalignment as a proactive troubleshooting measure. The user successfully completed the re-link, and subsequent monitoring showed that calibrations entered afterward aligned well with sg trends. The user was advised to continue using the system and to calibrate as prompted. The user confirmed that system performance had improved. According to the dms review, the system remains in use, and all information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.